Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that since starting on the pump, the customer has experienced fluctuating blood glucose (bg) levels, ranging from 49 mg/dl to 350 mg/dl. The customer drinks juice or eats glucose tablets to address the low bg levels and delivers a bolus via the pump to address the elevated bg levels. The customer considers the pump to be too loud for their workplace and sets the sound to vibrate when at work. Due to having the pump on vibrate, the customer does not always notice the vibration of the alerts and tends to lose track of bg levels.